Event description:
During a device implant procedure, there was difficulty connecting the right ventricular (rv) lead to the device header. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported complaint of difficulty inserting the rv lead into the device header was not confirmed. The device was returned for analysis and visual inspection found the rv-header connector port was damaged due to insertion of a metallic object with dimensions too wide to insert through the rv-connector port. The dimensions of the rv-connector port were normal. Device testing found that is-1 leads could be fully inserted into the rv-connector with normal force and no device anomalies were found. The damage observed was user related damage. Electrical testing was also performed and no anomalies were observed.